Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00171: polarus 3 nail.

Event description:
A surgeon was implanting a polarus 3 nail into the humerus bone. The targeting connector was broken during the process and the broken tip was not able to be removed and was left implanted in the patient.

Manufacturer narrative:
The returned targeting connector was examined visually under magnification. This revealed significant smoothing of the fracture surface indicating the surface was disturbed after failure but prior to examination. Nail implantation subjects orientation features (like the alignment tab) to significant loading scenarios, and particularly extreme loads when nail placement is difficult.